Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Timing: during compression after completion of the procedure. Description of health hazard: cardiac tamponade. After the procedure was completed, the patient's blood pressure dropped during sheath removal and compressions. Transthoracic echocardiography confirmed effusion and cardiac tamponade was diagnosed. Pericardiocentesis was performed and hemodynamic status was stabilized. The patient was followed up in the ccu. Septal puncture was performed with rf needle. Ablation was performed before pericardial effusion / tamponade was confirmed. No steam pop was confirmed. Patient required prolonged hospitalization. Cf monitoring methods: real time graph; dashboard; vector_ visitag. Coloring settings for visitag_ tag index. Additional filters for visitag_ fot. Physician's opinions on the relationship between the event and the product: because of the strong left atrial enlargement and a smoke-like echo on preoperative echocardiography, more anticoagulation was used than strictly appropriate, and more intraoperative heparin was also used. No abnormalities before or during use of product. Generator information: smartablate generator, model: m4900207, serial number: (B)(6). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.